Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm arrived on site and was provided a red bag with the blood contaminated EKG and blood pressure cables, pressure bag, and the intra-aortic balloon. The stm requested that the EKG and blood pressure adapter cables be cleaned; however, used a different set of EKG and blood pressure adapter cables to troubleshoot. The stm ran the iabp unit on an internal trigger with a trainer without issue and was not able to duplicate the customer's reported issue. The stm observed multiple "gas loss in iab circuit" alarms but did not identify any critical error codes in the iabp log files; noting that the files had been cleared during preventative maintenance (pm) service performed in june. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown. It was later reported that the screen was freezing after autofilling and would not restart. The iabp unit was swapped out with another iabp unit to continue therapy without issue.